Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 235 mg/dl and a correction bolus was delivered. Pump system check found that an incomplete bolus alert occurred as the customer had intentionally stopped the bolus delivery after realizing 20 units was entered instead of the carbohydrate value. Customer manually stopped the bolus at 12 units. Tandem technical support reviewed bolus delivery with the customer.